Manufacturer narrative:
Initial reporter¿s state: the reporter¿s state was inadvertently entered as (B)(6) in the initial report. The state has been updated to (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the nut spindle housing came unthreaded from the straight ma housing and that the cutter could not be inserted into the device. It was further determined that the nut spindle housing came apart from the straight ma housing due to a loctite failure. It was observed that the cutter could not be inserted into the device because a foreign material was stuck inside the straight spindle. It was determined that the loctite failure was due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause of the foreign material stuck inside the straight spindle was due to improper cleaning, which is user error. The assignable root cause of the nut spindle housing coming apart from the straight ma housing was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a laminectomy surgical procedure, it was discovered that the straight driver device came unthreaded and was not holding the burr device. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.